Manufacturer narrative:
It was reported that the ventricular assist device (vad) coordinator attempted to download data but only a data file was obtained. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing. The reported event could not be confirmed; log files were successfully downloaded. Additionally, log file analysis did not reveal any anomalies close to the event date. Visual inspection of the controller revealed a loose power port 1 connector. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. A possible root cause of the reported inability to obtain all controller log files can be attributed, but not limited to a monitor- related error as a result of a usb driver failure, file system error and/or due to a software fault of the monitor. The manufacturer has opened an investigation with the supplier to evaluate the loose component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to download data from the controller or inability to change pump settings may result in no action or the wrong or inappropriate action taken in response to alarms. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return

Event description:
It was reported that the patient was hospitalized after experiencing a loss of consciousness. The ventricular assist device (vad) coordinator attempted to download the data but only a data file was obtained. The vad coordinator tried to delete the files from the monitor and re-download the files but this did not resolve the issue. The controller was exchanged. The patient remains hospitalized. No patient complications have been reported as a result of this event.